Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 29 apr 2024 from a health system professional who stated a dialysate bag leaked while initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 30 apr 2024 and 13 may 2024 from the health system professional who stated the electrolyte solution splashed onto the face of a pharmacy associate causing eye irritation. The pharmacy associate utilized an eyewash station to alleviate the symptoms with no report of medical intervention.